Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went swimming with the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer stated they did not have any back up insulin therapy at the time of the call and would simply wait until the replacement arrives. Recommendation was made by tandem technical support for the customer to contact their healthcare provider to obtain alternate insulin therapy.